Event description:
It was intended to use a resolute onyx drug eluting stent to treat a non-calcified and non-tortuous lesion located in the ostium of the lad. The lesion was pre-dilated. The lesion was reported as being 'tight' prior to pre-dilation. No damage was noted to the device packaging. There was no issues noted when removing the device from the hoopor when removing the stylette. The device was not inspected prior to use. Negative prep was performed. The resolute onyx stent did not pass through a previously deployed stent. Resistance was not encountered when advancing the device, excessive force was not applied. No issues noted when inflating the device. It is reported that after the stent was deployed the delivery system balloon would not deflate. It had been inflated once. It took numerous attempts with different devices such as syringes and indeflators in order to get the balloon to deflate. This took 30 seconds to one minute to resolve. In that time, the patient's artery was blocked to flow, potentially for up to 4 minutes, and went in to coronary spasm. The stent had been deployed ostially but it was noted with certainty that the balloon catheter was not inside the guide catheter distal tip when inflated. The balloon was eventually pulled away from the stent and was removed with the guide catheter, at the same time. The balloon did not pass back through the guide on the way out. The balloon did however did pass through a 6f sheath. 50/50 concentration of contrast/saline used at the time of inflation. On inspection, outside of the body, the balloon was noted to be partially deflated but still not fully deflated. No additional patient clinical sequelae reported.

Manufacturer narrative:
Product analysis summary: the stent was not present on the balloon and did not return for analysis. The balloon returned with blood visible in the balloon and inflation lumen. The balloon passed negative prep. On pressurisation, the device successfully inflated and deflated within the specified times. Kinks were evident along the hypotube. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.